Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had critical pump error alarm. The blood glucose level was 21 mmol/l at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A broken force sensor was detected during seating or regular delivery error noted in the insulin pump history and critical pump error alarm during testing due to moisture damage on the electronic assembly.